Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The pci treated the target lesion located in the severely calcified mid left anterior descending artery. The physician advanced the 3.0x15mm apex monorail balloon to pre-dilate the target lesion and inflated the balloon to 8 atm's. A second inflation to 10 atm's was made, and then the balloon burst at 10 atm's. The procedure was completed with a different device and a non bsc stent was placed. No patient complications were reported and the patient's condition was listed as good.